Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the taperloc stem was found to be not sterile. When opening the package, the product had penetrated the sterile bag and box. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event has been confirmed. Sterility has been compromised. Visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event for damage can be attributed to transit damage, and a packaging design issue. The root cause of the reported event for debris is likely to be due to transit damage causing the porous coating to shed from the implant, and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.